Manufacturer narrative:
D10: concomitant products: 2553810 - 02-010-03-0330 - logic cr femoral cem, right, sz 3. 2667409 - 02-012-45-3030 - lgc tibial fit tray cem sz 3f/3t. 1593432 - 200-03-32 - one peg patella 32mm. 2640030 - 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. 31131 - 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 119 months after a right knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, severe pain, swelling, and instability, tissue damage, osteolysis, permanent bone loss, and other injuries. No further issues or complications were reported. No additional information is available.